Manufacturer narrative:
Zoll medical corp evaluated the device and the device performed to specification. However, upon inspection the batteries returned with the device were found to be depleted. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device inappropriately shuts off after partial boot cycle.complainant indicated that there was no patient involvement in the reported malfunction.